Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The ui pcba was detached to perform a download. The receiver log was reviewed, unexpected shutdown was observed. Functional testing was unable to be performed due to perpetual rebooting. The reported event of unexpected receiver shutdown was confirmed. A root cause could not be determined.